Event description:
The customer stated he had a hyperglycemic event and his blood glucose on the contour next link was over 400mg/dl. He was so dehydrated from vomiting that he was unable to urinate and test his ketones. He went to the hospital and was given insulin and IV saline. He was discharged at 1:00pm that day. Customer returned the test strips for evaluation. New strips and meter were sent to him.